Event description:
In 2008, the patient's blood glucose measured 160 mg/dl before bed at 9:30pm. At 11:00pm, the patient's wife found him unconscious. She disconnected the infusion device and called the emergency doctor. She attempted to give him a soda, but was unsuccessful. The patient's blood glucose measured 25 mg/dl and he was taken by ambulance to the hospital and treated with a glucose IV. The patient was released from the hospital the following day, and he switched to his backup infusion device. No further information is available. The pump was replaced and requested to be return for evaluation.